Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were in range six to seven hours prior to the event occurrence. Ccc reviewed the instrument data which indicated that the laboratory uses two centrifuges which are being run at a relative centrifugal force (rcf) value higher than the collection tube manufacturer's recommendation. Increased rcf moves the gel before all the cellular debris is moved below the gel layer, causing conjugate carryover that produces high troponin (ltni) values. Ccc instructed the customer to perform a chemistry wash test after 30 minutes idle of the heterogeneous module pump (hm) and precision testing, to evaluate for biofilm interference, which resulted zero for all replicates, indicating there was no contamination. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and a water and hm decontaminations of the instrument. The cse ran system check and quality controls (qc), which passed. The cause of the discordant, falsely elevated ltni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (ltni) result was obtained on an emergency room patient sample on a dimension xpand plus with hm instrument. The initial discordant result was questioned by the technician(s) and was not reported to the physician(s). The initial result triggered an automatic rerun by the same dimension instrument, resulting lower. The technician manually reran the sample in the same primary tube, resulting as expected. The automatic rerun result was reported to the physician(s). There was a delay in result reporting, however, there was no complaint from the physician(s) due to the delay. The same patient had an earlier sample drawn, which resulted the same as the repeat results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result or due to delay in reporting.